Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a pipeline flex with shield device failed to open in the middle section during a procedure. The middle of the device was positioned in a vessel bend. More than 50% of the device was deployed when the failure to open occurred. The pipeline was resheathed more than 2 times. No additional steps or other devices were tried to open the pipeline. It was noted the pipeline and all accessory devices were prepared according to the instructions for use (IFU). The pipeline was resheathed and removed with the microcatheter. The pipeline shield was replaced and the replacement was implanted without any problem. There was no harm or injury to the patient. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured saccular aneurysm of an internal carotid artery (ica). The aneurysm max diameter was 4mm and the neck diameter was 3mm. Vessel tortuosity was minimal. Ancillary devices: marksman microcatheter.

Event description:
Additional information received reported that there was no resistance or other difficult during deliver of the pipeline device. The cause of the failure to open was not determined. The patient was positive for covid-19 so the devices will not be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.